Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The device was unable to power on. Physio observed from the device data that the device on/off button had been pressed repeatedly with the lid closed, recording a total of 4.2 hours of cumulative on time. This indicates that the device likely had an object placed on top of it that repeatedly pressed the on/off button with the lid closed. The excessive on time would have drained the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.